Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The first photo shows partial view of catheter, physician holding the catheter with both the hands. The clear view if one hole was noted on middle part of catheter. The second photo shows the plastic tray containing catheter, port, needle and introducer sheath place on the table. Minute water drops was noted on plastic tray and on table. The all parts look clean. There is no visible deformity was noted. Therefore, the investigation is confirmed for the reported material hole issue and inconclusive for the reported fluid leak and deformation due to compressive stress as no sufficient information to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2024), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to port placement procedure, the catheter was allegedly vented. It was further reported that the catheter allegedly leaked and a needle hole was allegedly found. Reportedly, the guidewire was deformed and bent. There was no patient contact.

Event description:
It was reported that prior to port placement procedure, the catheter was allegedly vented. It was further reported that the catheter allegedly leaked and a needle hole was allegedly found. Reportedly, the guidewire was deformed and bent. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.